Event description:
It was reported that during an unknown procedure, there was continuous leakage on the device with optiview technology. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition; the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Leak test failed the analysis results found that device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results of device (b) found that the device was returned in good visual condition. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
A customer contacted baxter technical service center to report a system error 2240 (air) during dwell 1 of 4 on the homechoice (hc). The homepatient (hp) stated unused line clamps were opened. The technical service representative (tsr) explained the set up and alarm to the homepatient (hp) and had them restart with new supplies. Follow up with the nurse revealed that she was not aware of the incident. The nurse stated that the patient was doing well with peritoneal dialysis treatments. The nurse confirmed there was no patient injury or medical intervention associated with this report.